Manufacturer narrative:
If explanted; give date: no indication of lens explant. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a long clear fiber that was noticed on the intraocular lens during insertion. The fiber was removed. There was no patient harm. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the product remains implanted and the fiber was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.